Manufacturer narrative:
The alleged false negative result occurred on fhc-102 product lot # hcg0032088 with a patient on an unspecified date. The customer reported that the patient was tested before an operation and the test result was negative. After the operation it was discovered that the patient was in fact pregnant. The patient underwent laparoscopy endometriosis surgery and insertion of the mirena coil. Information regarding product storage and testing technique was not provided. As part of the investigation completed it was unable to identify any misuse or deviation against the package insert. The batch record of hcg0032088 was reviewed, the quality control (qc) release data met release specification. No deviation was observed in the finished product, semi-finished strip as well the strip components manufacturing process. The working concentration used in the key components met manufacturing criteria. A review of complaint history indicated that one false negative complaint was logged for complained lot # hcg0032088 as of (B)(6) 2021. Retain product investigation was performed on lot # hcg0032088. Visual inspection was performed on the packaging which confirmed 10 retained devices were intact. 5 retained devices were tested with 25miu/ml hcg urine and 5 retained devices were tested with 100miu/ml hcg urine; results were read at 3 minutes for each device. The testing results indicated that all devices yielded correct positive results for qc cut-off standard and the middle positive standard. False negative results were not observed. Therefore, the product met qc release specification. Information regarding product storage and testing technique was not provided therefore, a probable cause was not identified. In conclusion, from the investigation completed the customer reported issue was not replicated and no product deficiency was identified during this investigation.

Event description:
The customer reported a false negative result that occurred with alere hcg test kit lot number hcg0032088 on an unspecified date. The patient was tested prior to an operation (laparoscopy endometriosis surgery and insertion of the mirena coil) and a negative result was obtained. After the operation it was discovered that the patient was pregnant. The customer confirmed that the operation did not cause any harm to the pregnant woman or fetus. The pregnancy was terminated due to unwanted pregnancy. The patient has recovered from surgery, a concern has been raised regarding the false negative pregnancy result initially obtained and the operation proceeding. Although, there is no serious injury reported in this event to the patient. There is a potential that this event could of caused a serious injury to the fetus if the patient did not decide to terminate the pregnancy. Therefore, serious injury has been selected for type of reportable event. Although requested, no further information was provided.